Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a glucose reading of 43 mg/dl. No bg meter comparison value was reported at that time. The patient was self-treated with candy and nuts. Later, the patient began experiencing symptoms of hyperglycemia, including increased thirst and urination. Despite these symptoms, the cgm continued to show low glucose readings (specific values not reported). Concerned about the discrepancy and symptoms, the patient sought evaluation at the emergency room (ER). At the ER, a bg meter reading showed a glucose level of 693 mg/dl. The patient was treated with intravenous (IV) insulin and fluids. He was discharged home later the same day and was reported to be ¿fine¿ at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.